Event description:
Drive devilbiss healthcare is the initial importer of the device which is a rollator. The device was not in use during the incident. It will not be retrieved for evaluation. The end-user was getting up from bed. Reaching for the walker. Her leg came down on the walker and she was cut by the brake cable. She sought medical attention and is currently going to wound clinic for care.